Event description:
Per the clinic, the patient underwent skin revision surgery (B)(6) 2013 due to skin overgrowth; during the same surgery a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.